Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.00/+1.5/092 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting, elevated intraocular pressure and significant reduction of irido-corneal angles. The lens was exchanged for a different model but same length lens on (B)(6) 2020, and the problem was resolved. The surgeon implanted the exchanged icl lens vertically to reduce vault and an incision was used to reduce astigmatism. The patient was satisfied with the result. The cause of the event was unknown.